Manufacturer narrative:
(B)(4).

Event description:
During follow-up, over-sensing on the right ventricular (rv) lead was noted. The helix of the rv lead was unable to extend during lead revision. The rv lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Evaluation summary: a complete lead was returned in one piece with the helix retracted and clogged with blood/bodily fluids. The full helix extension length was measured and was within specification. Electrical testing was performed and did not reveal any conductor fractures. X-ray examination of the entire lead was completed and was found to be normal. Visual examination revealed damage that was consistent with that occurring at the time of the attempted repositioning procedure. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.